Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog#: igtcfs-65-2-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): k121629 h6) patient code: 2135 - perforation of vessel device code: 1528 - difficult to remove 3191 - no code available for perforation of vessel 2616 - malposition of device investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "filter was embedded in the wall and would not retrieve easily. They could not get the filter into the retrieval device. This occurred on (B)(6). Slight perforation, patient is fine". "Doctor had performed a venogram prior to retrieval and found device to be suitable for retrieval, but tilted. He prepared for retrieval using a gtrs, and managed to snare the hook, but was unable to advance the retrieval system over the filter. He discovered during a second venogram from below (femoral) that the filter had a leg stuck in the caval wall. He used a pigtail and wire from below to try and sweep around the filter legs to release it. The filter was eventually retrieved after a bit more force, but there was a small perforation. The patient was ok". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.